Event description:
It was reported that the patient presented for lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead demonstrated failure to sense and failure to capture, while the right ventricular (rv) lead exhibited a high capture threshold, decreased sensing, and an issue with lead slack. Chest x-ray imaging confirmed dislodgement of the ra lead and retraction of the rv lead. On (B)(6) 2026, the physician performed revision of both the ra and rv leads using the original leads. The patient was in stable condition throughout the procedure.